Event description:
Inflammatory effect [inflammation]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales representative regarding a male pt (age not provided), initial unknown. The pt's medical history was not provided. On an unspecified date, in (B)(6) 2013, pt received treatment with synvisc one (hylan gf-20) injection at a dose of 6 ml, once, into an unknown site. The lot number for synvisc one was not provided. On an unspecified date (about two weeks later), pt had an inflammatory effect. On an unspecified date in 2013, pt received cortisone injection for the treatment of inflammatory effect. On an unspecified date in 2013, pt recovered from the event of inflammatory effect. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provided relationship of synvisc one with the event.

Manufacturer narrative:
Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.